Event description:
During an ils procedure the lf002 fiber was exchanged 4 times due to blackbody errors, a 5th fiber was used to complete the case. Gross hematuria post-op. The pt was admitted to the hospital due to clot retention requiring continuous bladder irrigation.